Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient's infection has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had oozing at the ipg pocket site. It was determined that the patient had an infection. The patient was prescribed medication to treat the infection. The patient underwent surgical intervention wherein the entire scs system was explanted.